Event description:
This is a report of a home patient who experienced a connection issue between their transfer set and the titanium adapter. The connection was reported to be loose and it was noted that the gap between the two devices was narrow during set up. This occurred during an unspecified process step in peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not available, a complete device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue could not be verified and a cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.